Event description:
Small ligaclip applier (ref#: mcs20, lot 676a89, expiration 02/28/2027) misfiring and sticking. Clips are not deploying as they are intended. Item removed from sterile field and replaced with different lot number. FDA safety report ID# (B)(4).